Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no impact to customer's blood glucose. Reportedly, customer had manual injections as alternate insulin therapy.